Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 15-sep-2020 to ensure the replacement products resolved the initial concern. Was able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife called on behalf of the customer. The customer is concerned with test results from results obtained of 198, 176, 186, 170, 179 and 201 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-150 mg/dl. The customer felt well, and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification, and is stored in the kitchen. The meter memory was reviewed for previous test result history: result 1: 198 mg/dl, date: (B)(6) 2020, time: 7:35pm fasting. Result 2: 176 mg/dl, date: (B)(6) 2020, time: 7:34pm fasting. Result 3: 186 mg/dl, date: (B)(6) 2020, time: 7:33pm fasting. Result 4: 170 mg/dl date: (B)(6) 2020, time: 7:33pm fasting. Result 5: 179 mg/dl, date: (B)(6) 2020, time: 7:22pm fasting. Result 6: 201 mg/dl, date: (B)(6) 2020, time: 7:21pm fasting.